Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs hip system. During impaction of the acetabular cup, the handle (on the offset impactor) that is used to remove the impactor from the cup sheared off. The surgeon used a pair of pliers to unscrew the impactor from the cup. The issue did not affect the case, which was completed with a successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The returned offset impactor was examined visually, and the issue of the sheared removal knob was confirmed. The knob is attached with an adhesive (masterbond), and when the adhesive fails over time, the knob becomes loose and partially unthreads. An applied force on the knob by a user will eventually cause the failure. There is no reported history of patient harm due to this issue; however, a design improvement to make the knob more robust is approved and is being implemented.